Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination was performed on the portion of the catheter which was returned. Under magnification both ends of the lumen were found to be jagged. A dimensional analysis was completed on the lumen. All dimensions were found to be in spec including wall thicknesses. Tensile testing was completed on the intact portion of the lumen. Three sections were cut from the lumen which was returned. The average tensile strength was 11.8n (2.67 lb-f). The minimum tensile strength was 10n (2.27 lb-f). All samples exceeded iso 10555-1 requirements of 5n (1.124 lb-f). Summary: the device was in spec dimensionally and met iso 10555-1 requirements for tensile strength. The most likely cause of the failure is patient activity. The patient was said to be walking when the incident happened or was discovered. It is possible that the catheter caught on something while getting out of bed or while walking. A definitive root cause could not be determined.

Event description:
Nurse noticed PICC disconnected while mother and child were walking down the hall. PICC found to be broken at the site of plastic attachment where lumens separate.